Event description:
The procedure being performed was a gynecological case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to water or moisture may have intruded into the endoscope, causing the image sensor unit to be broken (since the device evaluation discovered a pinhole on universal cord, therefore, water tightness is lost. However, since the malfunction was unable to be reproduced, a definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, "preparation and inspection" section 3.8, "inspection of the endoscopic system"; "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope had no image. The issue occurred during preparation for use for a therapeutic procedure. The procedure was completed using a similar device there were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.